Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 355 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had dry mouth from their high blood glucose. The customer reported the bolus history did not display all entries based on their recollection. The customer also stated they were unsure if their bolus settings were correct. Customer declined to perform the high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.